Manufacturer narrative:
Insulin pump passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone that insulin pump had unexpected restart alarm and external ram crc error. Customer¿s blood glucose was 380 mg/dl at the time of incident. Customer was able to clear the alarm. Customer was able to complete rewind. Customer changed battery again prior to calling in and alarm did not recurred. Troubleshooting was performed received another pump alarm after a battery change. The insulin pump will be returned for analysis.